Event description:
Report received from the USA regarding an attachment device in which, during a tympanomastoid surgery, it was observed that the device would "not load the drill bit" and "would not turn". According to the report, the alleged defect was observed in the operating room. A spare attachment device was available. No delays in the surgical procedure were observed. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was received for evaluation.upon completion of the evaluation, a supplemental report will be sent. (B)(4).